Manufacturer narrative:
Patient weight not available from the site. No procode, common device name, unique device identification(UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. It was reported that there were large amount of date stored on the system and representative believes this is the cause of the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacture for evaluation.

Event description:
A site representative reported that during cranial resection, the navigation system became unresponsive during navigation. Rebooting the system resolved the issue however the system became unresponsive again. System was rebooted the second time which resolved the issue. It was reported that a mouse on the staff monitor side had a recognition failure, different mouse was used. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.